Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6) . Problem statement: customer reported complaint on the spray of fluid under pressure, not contained within instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 04jun2020 to 04jun2021. Complaint trend: there are 8 complaints related to the issue of a spray of fluid not contained within the instrument. Date range from 04jun2020 to 04jun2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a dirty sit flush aspirator. Dirt, clogs, and other blockages can lead to unexpected pressure within the fluidics as well as erroneous results or leakages. The customer had reported that the instrument was leaking facsflow into the loader during sit flushes. An fse (field service engineer) was brought onsite to resolve the issue, and they cleaned the sit fluidics of any clogs or residue. No parts were requested for evaluation as there were no parts replaced. After the cleaning, the instrument was working as intended and it was returned back to the customer. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blockages in the fluidics system, and instructions can be found in chapter 13 of the bd facscanto¿ flow cytometer instructions for use (#23-20269-00 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 24feb2017. Defective part number: n/a. Work order notes: subject / reported: leak during sit flush. Problem description: leak during sit flush. Work performed: cleaned blockage on sit flush aspirator. Cause: facs flow leaking in loader. Solution: working fine. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in sop6078-02 rev. 12/vers. J whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? ¿yes ¿no. Item: 7. 1/8¿ ¿ 1/16¿ fluidics coupling. Function: 7.1 connect 1/8¿ ID trap tubing to 1/16¿ pinch valve tubing. Potential falure mode: 7.1.1 clogs with salt crystals. Potential effect(s) of failure: 7.1.1.1 biohazard exposure. Potential cause(s)/mechanism(s) of failure: 7.1.1.1.1 waste trap overflows, leaks through bypass (biohazard). Current controls: automatic shutdown of fluidics, with di rinse. Recommended actions: 1. Eliminate reducer. 2. Incorporate level sensor in waste buffer tank. 3. Increase di cycle rinse time. Actions taken: 1. Nexus change sheet nx-1088. 2. Nexus change sheet nxb-2127 (complete 7/18/05). 3. Clearcase entry 11/21/03 (david vrane). Severity: 9. Occurrence: 2. Detection: 5. Rpn: 90. Item: 10: sit ID/od flush. Function: 10.1 clean sit ID/od, reduce carryover. Potential falure mode: 10.1.1 saline drop hangs on end of sit after purge cycle. Potential effect(s) of failure: 10.1.1.1 drop enters next sample and dilutes it; event rate drops. Potential cause(s)/mechanism(s) of failure: 10.1.1.1.1 drop stuck to sit. Current controls: user observation of event rate. Recommended actions: warn about effect in user's guide. Actions taken: complete: bd facscanto ii IFU (640773) - chapter 11, bd facscanto safety and limitations (640807). Severity: 2. Occurrence: 5. Detection: 7. Rpn: 70. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the leakage of fluid not contained within the instrument was due to a blockage in the sit flush aspirator. Conclusion: based on the investigation results the root cause of the leakage of fluid not contained within the instrument was due to a blockage in the sit flush aspirator. The fse observed the leakage during sit flushes and cleaned the sit flush aspirator of any clogs or residue. After the cleaning the instrument was tested and functioning as expected with no further leaks. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer sheath under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: facs flow leaking in loader. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Sheath fluid. What is the source of leak -- waste line or non-waste line? Non waste. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer sheath under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: facs flow leaking in loader was the leak contained within the instrument? No was there spray of fluid under pressure? Yes what was the fluid that leaked? Sheath fluid what is the source of leak -- waste line or non-waste line? Non waste was the leak mixed with bleach or decontaminate? No was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No.